Event description:
The customer reported via phone call that he had a keypad anomaly alarm and moisture damage on the insulin pump. Customer's blood glucose was 89 mg/dl at the time of the incident. Customer stated that the numbers are scrolling and that the pump went into the water. Customer accidentally wore the pump in the water for 2 minutes. Customer was doing the easy bolus and when she pushed the arrows, it would not go up or down. Customer stated that when she hit act, it got stuck on a number. Customer stated that if she went to enter food, the numbers were climbing on the pump. Customer took the reservoir out and cannot see any water. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked reservoir tube window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.